Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead dislodged and was displaced near the right atrium. This was causing intermittent capture and diaphragmatic stimulation. The lead was explanted and replaced. No adverse patient effects were reported other than the revision procedure. The lead has not been returned. Should this lead get returned it will be analyzed.